Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent atrioventricular block. The right ventricular (rv) lead exhibited rise in impedance, high impedance, no capture and high thresholds. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.